Manufacturer narrative:
Nova biomedical awaits the return of the device for evaluation. Should any significant findings be a result of that investigation, a follow-up report will be filed.

Event description:
It was reported to nova biomedical that a consumer received a result of "hi" (greater than 600 mg/dl) on their blood glucose meter. The consumer bolused her insulin, and a few hrs later experienced a hypoglycemic event which did not require any medical intervention. It was realized that the consumer is combined two vials with different lot numbers in one vial. The test strips in question will be returned for eval.